Event description:
Healthcare professional reported for right side "minimum quantity of periprotesic liquid". The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a deformation and clouds. A weight test of the device was completed and verified the device was within specification. Voids in the gel were observed after the autoclave disinfection process. Based on the device analysis, the final assessment is no issues found with the manufacturing process. Additional, changed, and/or corrected data: d.9, g.1., h.3, h.6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: right prosthesis with minimum quantity of periprosthetic liquid in intern quadrants, without pathologic significant.

Event description:
Healthcare professional reported for right side "minimum quantity of periprosthetic liquid". The device has been explanted.